Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the medical team was using the robotic system and the erbe malfunctioned and the monopolar wasn't working properly. The cable was changed and the system was restarted, but the problem persisted. An auxiliary cautery was used to continue the procedure. The tse checked the system event logs and noted fault 2-8a, which indicates a possible problem with the cable. The csr was instructed to change the cable and carry out the test, but the medical team had already changed the cable and decided to use an auxiliary cautery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the system was checked upon powering on and the system/generator did not show any faults and turned on without a glitch. To solve this problem, an auxiliary cautery was used and the erbe is scheduled to be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. A review of the site¿s system logs confirmed erbe error 2-8a port 2, unable to read instrument data. Check cord connections.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed but the reported failure (error 2-8a) could not be reproduced on erbe connected to system. Error logs showed "25913 2-8a" error on 2/13/2025. Upon visual inspection, the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. The probable root cause can be attributed to an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.